Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed failed battery test. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test noted during testing. Verified pump alarmed 18 failed battery test on 10/02/2021 between 17:56:12.000 and 18:28:23.000 in pump downloaded history. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted to motor assembly during visual inspection. The following were noted during visual inspection: corroded electronic assembly, scratched case, pillowing keypad overlay and cracked case above the arrow and battery cap icon. The p-cap/reservoir does lock properly. No failed battery test noted during testing. Verified pump alarmed 18 failed battery test on 10/02/2021 between 17:56:12.000 and 18:28:23.000 in pump downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The customer will continue to use the product.